Event description:
A medwatch report was received from the hosp in 2001. It was reported that during an interventional procedure, an angio-seal device was placed to close the puncture site. Subsequent to this procedure, the pt was found to have an occluded left fem-fem bypass graft. The pt underwent re-arteriogram in radiology and an occlusion in the graft was revascularized. The pt was placed on heparin. However, the graft re-occluded and the pt was taken to the operating room for thrombolectomy and a patch repair of the left common femoral artery. Near the end of the procedure, a completion arteriogram was performed to reveal good distal run-off down the superficial femoral artery and popliteal arteries. Upon re-exam of the in-flow tract, a small plastic-like piece was recovered. The pt tolerated the procedure well with resolution of pt's claudication symptoms.